Event description:
It was reported by the customer that after the vaccine injection, the needle remained in the patient's arm when the healthcare provider attempted to withdraw it. Fortunately, the needle was successfully removed using fingers. No information was received regarding a serious injury as a result of this product issue.